Event description:
Event became reportable based on product analysis. It was reported that during a coronary drug-eluting stenting procedure, difficulty in crossing the lesion occurred. The lesion was located in the severely tortuous proximal left anterior descending (lad). The lesion was 99% stenosed and severely calcified. The lesion was pre-dilated. The vascular access site was femoral. Upon insertion, resistance was reported. The physician advanced a taxus liberte 38 x 3.00mm stent to the lesion, but the stent would not cross the lesion. Flushing was maintained during the procedure, and ivus was used. The procedure outcome is unknown. No patient injuries or complications were reported. The patient's status is reported as "good." However, the returned product analysis confirmed proximal stent damage. Some of the struts were misaligned.

Manufacturer narrative:
Product analysis: visual examination of the returned device revealed proximal stent damage. Some of the struts were misaligned. The outer diameter (od) of the damage found on the stent was measured using a snap gauge at approximately 1.78mm. The od of the area where there was no damage found was measured at approximately 1.15mm. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. No kinks or damage were found on the hypotube. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A labeling review identified that the device was not used per the taxus liberte directions for use (dfu). A review of the manufacturing records for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.